Event description:
It was reported to philips healthcare that during opcheck the heartstart xl does not recognize the pads/test load. There was no reported patient involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.